Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "10 cases now of posterior capture syndrome needing yag of posterior capsule to relieve shallow chamber and 4 diopter myopia". Capsular bag distension syndrome (cbds) (i.e., capsular block syndrome, capsular bag hyperdistension, capsulorhexis block syndrome) is a rare complication of cataract surgery with in the bag intraocular lens placement where turbid fluid builds up in between the intraocular lens and posterior capsule, eventually leading to a decline in visual acuity for the patient. Cbds occurs when fluid accumulates between the pciol and the posterior capsule, leading to distension of the posterior capsule with anterior displacement of the pciol. The trapped fluid develops a turbid consistency which leads to decreased visual acuity for the patient and can be associated with either a myopic (most common), as has occurred in this case or hyperopic shift. Published literature estimates the occurrence of cbds to occur in less than 1% (0.73%) of patients undergoing phacoemulsification with posterior chamber intraocular lens (pciol). One large retrospective study found that eyes with axial lengths greater than 25 mm were at greater risk for cbds and almost all cases are associated with continuous curvilinear capsulorhexis with an overlap all over the anterior surface of optic. Published literature and rayner's risk analysis identifies the most common cause of cbds to be residual ovd in the eye. (B)(4). No cases of cbds reported to rayner have been found to be causally related to the iol.

Event description:
On 2nd december 2021, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states "10 cases now of posterior capture syndrome needing yag of posterior capsule to relieve shallow chamber and 4 diopter myopia".